Event description:
It was reported that the patient experienced cardiac tamponade, tachycardia, hypotension, intermittent chest pain, and nausea. After a concomitant pulse field ablation (pfa) and left atrial appendage closure (laac) procedure a versacross rf wire was used. The procedure was completed and the patient was moved to holding for recovery, but about two hours later the patient became tachycardic, hypotensive, and pale with nausea and intermittent chest pain. A transesophageal echocardiogram (tee) was performed, and a large effusion was found. The patient was brought to the lab for emergent pericardiocentesis and drain placement which removed 1l of dark red blood from the pericardial space. The patient was admitted to the cardiovascular intensive care united (cvicu) for additional monitoring. The patient is expected to fully recover.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block h6 patient codes.

Event description:
It was reported that the patient experienced cardiac tamponade, tachycardia, hypotension, intermittent chest pain, and nausea. After a concomitant pulse field ablation (pfa) and left atrial appendage closure (laac) procedure a versacross rf wire was used. The procedure was completed and the patient was moved to holding for recovery, but about two hours later the patient became tachycardic, hypotensive, and pale with nausea and intermittent chest pain. A transesophageal echocardiogram (tee) was performed, and a large effusion was found. The patient was brought to the lab for emergent pericardiocentesis and drain placement which removed 1l of dark red blood from the pericardial space. The patient was admitted to the cardiovascular intensive care united (cvicu) for additional monitoring. The patient is expected to fully recover.